Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent an endovascular procedure using a gore excluder&#59393;aaa endoprosthesis ((B)(4)) to repair an abdominal aortic aneurysm. No issues were observed during the procedure, and the patient tolerated the procedure. On (B)(6) 2016, post-operative CT images showed that the ipsilateral leg was compressed. The cause of the compression was reportedly unknown; however it was reported that the patient's anatomy was extremely tortuous, and this might have caused the post-operative compression. On (B)(6) 2016, the patient underwent a re-intervention whereas a bare metal stent was additionally implanted within the compressed area. The compression was reportedly repaired, and the patient tolerated the re-intervention.